Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient has not used or recharged the ipg in approximately a year. The patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action. Concomitant medical product - model 3186, scs lead. The therapy date is unknown. The event date is also unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01629. Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. It was also reported during the procedure, it was found the patient's lead was fractured. As such, the patient's lead was also explanted and replaced. Please note: the patient's lead has been added to this event as a new report device report (device 2).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01629.